Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The tissue could not be closed completely. Changed another one to complete the procedure. The patient is fine now.

Manufacturer narrative:
(B)(4). Uncut washer - blemished additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? Tlc product, blue reload. On what tissue type was the device used? Stomach. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, what was the location of the indicator within the gap setting scale? Middle of the green area. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The anastomosis ruptured after removing the device. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? If so, what? No. What are the patients age and sex? Male and (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, one ancillary trocar was received with some scratches. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: please clarify what is meant by the response to the following questions: after use, did the firing handle automatically return to its original (pre-fired) position without intervention? No. How the device was opened? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The anastomosis ruptured after removing the device. For the ruptured anastomosis; how was it repaired? Did it require additional procedure? Was additional treatment administrated? Please explain. Response received: sorry. My mistakes. The answer should be yes as it is not difficult to remove the device. Please clarify what is meant by the response to the following questions: after use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The anastomosis ruptured after removing the device. For the ruptured anastomosis; how was it repaired? Did it require additional procedure? Was additional treatment administrated? Please explain. The surgeon changed a local china device and made string purse by hand to complete the procedure. No additional treatment.